Manufacturer narrative:
A venous probe initialization issue was reported. No indication of actual or potential for harm or death. The cardiohelp and the disposable were removed and the patient was connected to a circuit of a competitor device. A getinge service technician was authorized for inspection and repair on 2021-05-05. According to service report ID# (B)(4) , the venous probe and the venous probe cable were replaced. After repair, the device passed all tests as per factory's specifications. Based on this, the reported failure "venous probe could not be initialized" could be confirmed. Probable root causes regarding the venous probe: this old revision of the venous probe was not in compliance with electromagnetic compliance standard (iec 60601-1-2 4th edition). Electromagnetic disturbances (caused by other devices in the hospital) can lead to the reported failure. Therefore, it was replaced with the new revision. Probable root causes regarding the cable: the venous probe cable is too short. The diameter of the cable is too high, which decreased the flexibility. The coating contains polyvinylchloride, which gets brittle when additives like. Plasticizers and stabilizers are vaporized. Sunlight and aggressive cleaners increase the aging. As a corrective action a new venous probe cable was implemented which is longer and has a smaller diameter. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the USA. A venous probe initialization issue was reported. No indication of actual or potential for harm or death. The cardiohelp and the disposable were removed and the patient was connected to a circuit of a competitor device.